Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pelvic tenderness"), device dislocation ("the coils were not located in the fallopian tubes"), device breakage ("CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with agragment metallic foreign body.") And uterine haemorrhage ("irregular uterine bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / mild cramping"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses"), vaginal haemorrhage ("spotting/vaginal bleeding"), menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("bilateral abdominal cramping"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), dermatitis contact ("skin reactions to jewelry with nickel"), vulvovaginal dryness ("vaginal dryness"), vaginal odour ("vaginal odor") and complication of device removal ("CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with agragment metallic foreign body."). The patient was treated with surgery (laparoscopic vaginal hysterectomy on (B)(6) 2013), surgery (in 2017, diagnostic laparoscopy with bilateral salpingectomies,ovarian cystectomies, adhesiolysis) and surgery (surgery will be performed to remove this fragment). At the time of the report, the pelvic pain, device dislocation, uterine haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, vaginal haemorrhage, menorrhagia, hypersensitivity, dermatitis contact, vulvovaginal dryness, vaginal odour and complication of device removal outcome was unknown and the abdominal pain lower, vaginal discharge, dyspareunia, vulvovaginal pruritus and vulvovaginal burning sensation had not resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, dermatitis contact, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal dryness and vulvovaginal pruritus to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff underwent a robotic-assisted laparoscopic vaginal hysterectomy, and limited anterior and posterior colporrhaphy. On (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy with bilateral salpingectomies, ovarian cystectomies, and adhesiolysis. According to the operative report, the surgeon could not see the essure devices extending out of either fallopian tube, but assumed they were still located within the tubes. The pathology report, however, demonstrated that the coils were not located in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: occlusion was viewed in both fallopian tubes on (B)(6)2017: the pathology report demonstrated that the coils were not located in the fallopian tubes (B)(6) 2017: x-ray after surgery showed radiopaque density on the left, possibly due to postsurgical change (B)(6) 2017: CT-scan was done and showed a curvilinear radiopaque density within the left pelvis consistent with a metallic foreign body. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal claim received; new events added: irregular uterine bleeding, vaginal dryness, vaginal odor and CT-scan was done and showed a curvilinear radiopaque density within the left pelvis consistent with a metallic foreign body. Outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic tenderness'), device dislocation ('the coils were not located in the fallopian tubes/ migration') and device breakage ('CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with armament metallic foreign body.') In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), abdominal pain ("abdominal pain / mild cramping"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses"), vaginal haemorrhage ("spotting/vaginal bleeding"), menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("bilateral abdominal cramping"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), dermatitis contact ("skin reactions to jewelry with nickel"), vulvovaginal dryness ("vaginal dryness"), vaginal odour ("vaginal odor"), complication of device removal ("CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with agragment metallic foreign body.") And genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (in 2017, diagnostic laparoscopy with bilateral salpingectomies,ovarian cystectomies, adhesiolysis, laparoscopic vaginal hysterectomy on (B)(6) 2013 and surgery will be performed to remove this fragment). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, device breakage, uterine haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, vaginal haemorrhage, menorrhagia, hypersensitivity, dermatitis contact, vulvovaginal dryness, vaginal odour, complication of device removal and genital haemorrhage outcome was unknown and the abdominal pain lower, vaginal discharge, dyspareunia, vulvovaginal pruritus and vulvovaginal burning sensation had not resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, dermatitis contact, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal dryness and vulvovaginal pruritus to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff underwent a robotic-assisted laparoscopic vaginal hysterectomy, and limited anterior and posterior colporrhaphy. On (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy with bilateral salpingectomies, ovarian cystectomies, and adhesiolysis. According to the operative report, the surgeon could not see the essure devices extending out of either fallopian tube, but assumed they were still located within the tubes. The pathology report, however, demonstrated that the coils were not located in the fallopian tubes. She may require a second surgery to remove essure fragments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: occlusion was viewed in both fallopian tubes. Diagnostic results: on (B)(6) 2017: the pathology report demonstrated that the coils were not located in the fallopian tubes (B)(6) 2017: x-ray after surgery showed radiopaque density on the left, possibly due to postsurgical change (B)(6) 2017: CT-scan was done and showed a curvilinear radiopaque density within the left pelvis consistent with a metallic foreign body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Event added- abnormal bleeding. Event uterine hemorrhage seriousness criterion updated as non-serious. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic tenderness'), device dislocation ('the coils were not located in the fallopian tubes/ migration') and device breakage ('CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with agragment metallic foreign body.') In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), abdominal pain ("abdominal pain / mild cramping"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses"), vaginal haemorrhage ("spotting/vaginal bleeding"), menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("bilateral abdominal cramping"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), dermatitis contact ("skin reactions to jewelry with nickel"), vulvovaginal dryness ("vaginal dryness"), vaginal odour ("vaginal odor"), complication of device removal ("CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with agragment metallic foreign body.") And genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (in 2017, diagnostic laparoscopy with bilateral salpingectomies,ovarian cystectomies, adhesiolysis, laparoscopic vaginal hysterectomy on (B)(6) 2013 and surgery will be performed to remove this fragment). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, device breakage, uterine haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, vaginal haemorrhage, menorrhagia, hypersensitivity, dermatitis contact, vulvovaginal dryness, vaginal odour, complication of device removal and genital haemorrhage outcome was unknown and the abdominal pain lower, vaginal discharge, dyspareunia, vulvovaginal pruritus and vulvovaginal burning sensation had not resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, dermatitis contact, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal dryness and vulvovaginal pruritus to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff underwent a robotic-assisted laparoscopic vaginal hysterectomy, and limited anterior and posterior colporrhaphy. On (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy with bilateral salpingectomies, ovarian cystectomies, and adhesiolysis. According to the operative report, the surgeon could not see the essure devices extending out of either fallopian tube, but assumed they were still located within the tubes. The pathology report, however, demonstrated that the coils were not located in the fallopian tubes. She may require a second surgery to remove essure fragments diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: occlusion was viewed in both fallopian tubes. Diagnostic results: on (B)(6) 2017: the pathology report demonstrated that the coils were not located in the fallopian tubes (B)(6) 2017: x-ray after surgery showed radiopaque density on the left, possibly due to postsurgical change (B)(6) 2017: CT-scan was done and showed a curvilinear radiopaque density within the left pelvis consistent with a metallic foreign body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic tenderness'), device dislocation ('the coils were not located in the fallopian tubes/ migration'), device breakage ('CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with agragment metallic foreign body.') And genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, pregnancy (full term: 2. Svds: 2. Live births: 2. Living), spontaneous abortion (spontaneous abortions: 1.), parity 2, d & c, paratubal cyst, pelvic adhesions and adhesiolysis. Family history included ovarian cancer. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), abdominal pain ("abdominal pain / mild cramping"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses"), vaginal haemorrhage ("spotting/vaginal bleeding"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain lower ("bilateral abdominal cramping"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), dermatitis contact ("skin reactions to jewelry with nickel"), vulvovaginal dryness ("vaginal dryness"), vaginal odour ("vaginal odor") and complication of device removal ("CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with agragment metallic foreign body."). The patient was treated with surgery (in 2017, diagnostic laparoscopy with bilateral salpingectomies,ovarian cystectomies, adhesiolysis, thermachoice ablation, laparoscopic vaginal hysterectomy on (B)(6) 2013 and surgery will be performed to remove this fragment). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, device breakage, genital haemorrhage, uterine haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, dermatitis contact, vulvovaginal dryness, vaginal odour and complication of device removal outcome was unknown and the abdominal pain lower, vaginal discharge, dyspareunia, vulvovaginal pruritus and vulvovaginal burning sensation had not resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, dermatitis contact, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal dryness and vulvovaginal pruritus to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff underwent a robotic-assisted laparoscopic vaginal hysterectomy, and limited anterior and posterior colporrhaphy. On (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy with bilateral salpingectomies, ovarian cystectomies, and adhesiolysis. According to the operative report, the surgeon could not see the essure devices extending out of either fallopian tube, but assumed they were still located within the tubes. The pathology report, however, demonstrated that the coils were not located in the fallopian tubes. She may require a second surgery to remove essure fragments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: occlusion was viewed in both fallopian tubes. Diagnostic results: on (B)(6) 2017: the pathology report demonstrated that the coils were not located in the fallopian tubes. (B)(6) 2017: x-ray after surgery showed radiopaque density on the left, possibly due to postsurgical change. (B)(6) 2017: CT-scan was done and showed a curvilinear radiopaque density within the left pelvis consistent with a metallic foreign body. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2021: mr received. Reporter information , patient details , other relevant history added and date explanted updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pelvic tenderness"), device dislocation ("the coils were not located in the fallopian tubes"), device breakage ("CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with agragment metallic foreign body.") And uterine haemorrhage ("irregular uterine bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / mild cramping"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses"), vaginal haemorrhage ("spotting/vaginal bleeding"), menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("bilateral abdominal cramping"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), dermatitis contact ("skin reactions to jewelry with nickel"), vulvovaginal dryness ("vaginal dryness"), vaginal odour ("vaginal odor") and complication of device removal ("CT-scan showed a curvilinear radiopaque density within the left pelvis consistent with agragment metallic foreign body."). The patient was treated with surgery (laparoscopic vaginal hysterectomy on (B)(6) 2013), surgery (in 2017, diagnostic laparoscopy with bilateral salpingectomies,ovarian cystectomies, adhesiolysis) and surgery (surgery will be performed to remove this fragment). Essure was removed. At the time of the report, the pelvic pain, device dislocation, uterine haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, vaginal haemorrhage, menorrhagia, hypersensitivity, dermatitis contact, vulvovaginal dryness, vaginal odour and complication of device removal outcome was unknown and the abdominal pain lower, vaginal discharge, dyspareunia, vulvovaginal pruritus and vulvovaginal burning sensation had not resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, dermatitis contact, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal burning sensation, vulvovaginal dryness and vulvovaginal pruritus to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff underwent a robotic-assisted laparoscopic vaginal hysterectomy, and limited anterior and posterior colporrhaphy.on (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy with bilateral salpingectomies, ovarian cystectomies, and adhesiolysis. According to the operative report, the surgeon could not see the essure devices extending out of either fallopian tube, but assumed they were still located within the tubes. The pathology report, however, demonstrated that the coils were not located in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram: on (B)(6) 2009: occlusion was viewed in both fallopian tubes on (B)(6) 2017: the pathology report demonstrated that the coils were not located in the fallopian tubes.(B)(6) 2017: x-ray after surgery showed radiopaque density on the left, possibly due to postsurgical change.(B)(6) 2017: CT-scan was done and showed a curvilinear radiopaque density within the left pelvis consistent with a metallic foreign body. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 9-aug-2018: quality-safety evaluation of product technical problem update.incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the coils were not located in the fallopian tubes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menses"), vaginal haemorrhage ("spotting/vaginal bleeding"), menorrhagia ("heavy menstrual bleeding"), abdominal pain lower ("bilateral abdominal cramping"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning") and dermatitis contact ("skin reactions to jewelry with nickel"). The patient was treated with surgery (underwent a diagnostic laparoscopy with bilateral salpingectomies, ovarian cystectomies, adhesiolysis). At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, vaginal haemorrhage, menorrhagia, abdominal pain lower, vaginal discharge, hypersensitivity, dyspareunia, vulvovaginal pruritus, vulvovaginal burning sensation and dermatitis contact outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstruation irregular, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: on or about june 18, 2013, plaintiff underwent a robotic-assisted laparoscopic vaginal hysterectomy, and limited anterior and posterior colporrhaphy. On (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy with bilateral salpingectomies, ovarian cystectomies, and adhesiolysis. According to the operative report, the surgeon could not see the essure devices extending out of either fallopian tube, but assumed they were still located within the tubes. The pathology report, however, demonstrated that the coils were not located in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion was viewed in both fallopian tubes on (B)(6) 2017: the pathology report demonstrated that the coils were not located in the fallopian tubes incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.